Event description:
It was reported to philips that the system gave an alert indicating the button was activated during startup which can prevent a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the button was activated during startup, which can prevent a full system boot. Upon troubleshooting, the fse checked error logs and identified a button active error. On further analysis, the fse checked all the modules and the keyboard for any key pressed. Fse checked the hand switch and found it was pressed. To resolve the issue, the fse cleaned the hand switch button with a brush and cotton to remove dust. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.